Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a kink at the wire exchange port (skive), the wire exchange port was also torn 3mm distally. Minor stretching was noted to the inner shaft polymer extrusion, 150mm proximal from the distal edge of the device tip. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the saphenous vein graft (svg) to the left anterior descending artery (lad). After an introducer sheath and a guide catheter was advanced, a non bsc guide catheter extension was placed to support a 4.00 x 16 synergy ii drug-eluting stent in an attempt to advance into the svg. However, significant resistance was met during advancing. There was also significant resistance removing the device from the sheath and the guide. After the physician removed the stent from the patient's body, it was noted that the shaft was kinked at the wire exit port. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the saphenous vein graft (svg) to the left anterior descending artery (lad). After an introducer sheath and a guide catheter was advanced, a non bsc guide catheter extension was placed to support a 4.00 x 16 synergy ii drug-eluting stent in an attempt to advance into the svg. However, significant resistance was met during advancing. There was also significant resistance removing the device from the sheath and the guide. After the physician removed the stent from the patient's body, it was noted that the shaft was kinked at the wire exit port. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.